Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances that were greater than 2000 ohms. The lead was not tested and the cause of the issue could not be determined by x-ray. The lead was abandoned surgically and was successfully replaced. No additional adverse patient effects were reported.